Event description:
Company representative reported opening up a brand new infusion device and noticed that the menu button on the device does not work. Company representative stated the infusion device has never been used nor has it been assigned to a patient. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meet the specification. Result the mentioned problem could not be reproduced and the menu key meets the specification. All functions of the pump were tested within the diagnostic test system and meet the specifications. All buttons were tested with the short test and no malfunction could be observed. The mentioned problem could not be reproduced.